Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that via survey that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The reported event date is approximate. The patient reported having experienced a serious motor vehicle accident the prior year that was described as a life-threatening event. At the time of the event, the cgm displayed an estimated glucose value (egv) of 80 mg/dl, while the bg meter reportedly indicated a value of less than 40 mg/dl. No additional clinical or device-related details were documented. Multiple attempts to contact the reporter for further information were unsuccessful. No data was provided for evaluation. The allegation and the probable cause could not be determined. The reported glucose values fall within the c zone of the parkes error grid. No additional patient or event information is available.